Manufacturer narrative:
The device was returned and evaluated by olympus. In addition to the findings in describe event or problem, evaluation found water tightness was not maintained due to holes in the universal cord, the curved rubber adhesive part was missing, the operating part angle fixing part was loose, the video connector was cracked, the video connector case was cracked, and scratches were found on multiple parts of the scope. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported there was an air leak on the universal cord of the endoeye flex deflectable videoscope. The date when the leak was identified was unknown. The customer did not know when the failure occurred and the details about the procedure was unknown. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found the adhesive of the objective lens peeled off. The report is being submitted due to peeling adhesive found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event most likely occurred due to use stress, external factors, or handling. Olympus will continue to monitor field performance for this device.